Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Reportedly, the customer changed their supplies to a different usb cable and wall adapter, but declined tandem technical support to follow-up regarding the reported issue. Customer¿s blood glucose value was 127 mg/dl.